Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. A few days post implant, it was noted that the lp dislodged to the pulmonary artery via x-ray. The lp was explanted and replaced with an atrial lp. The patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. Visual inspection showed that the helix was stretched out of specification. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.